Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend (vse) instrument would not open when commanded by the user or system manually. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. On 05/28/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: vessel sealer, would not open, either with the robot or manually. Intuitive followed up and obtained additional information. The product failure was escalated, before being submitted to the FDA under MDR (B)(4). The customer was issued an intuitive return on may 21st. These will be the same case. The product failure was documented.